Manufacturer narrative:
(B)(4) leakage past stopper. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had leakage past the stopper. The following information was provided by the initial reporter translated from french to english: (B)(6): (B)(6) 2024 follow-up 1st attempt comments (rec) attached the e-mail in "attachment(s)" field below. "1. Please confirm the number of products affected. ="1" 2. We would like you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: a. Unused (before use) b. Used (during or after use) ="used" important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. ="syringe has been in contact with a cytotoxic drug (bortezomib)" 3. If you have retained a sample for investigation, please provide us with the pick-up address (full details ¿ please use the template below). Name of establishment: (B)(6): "niort" collection link* : "pharmacie" country: "france" address 1 (street, b)(6) contact name: (B)(6) address 2 (building, floor, department) : telephone number :(B)(6). Postal code: "79000' email address: (B)(6) to ensure smooth collection, we highly recommend leaving the package in an easily accessible location, such as main reception, hospital pharmacy or your goods-in/out department. 4. The empty sample shipping box will be delivered to the same address. Please also provide us with the phone number of a person who can be contacted by the tnt carrier. 5. For your information, the plant accepts unused, blood contaminated and used samples with any medication other than chemo. For shipment/investigation please reserve samples of above accepted category only from the same batch and please confirm the same." ------------------------------------- we've had some difficulties using a: 3p 60 ml and 1 ml syringes - - references (B)(4). Description: leakage from the plunger when drawing up a solution. I'm holding the faulty device at your disposal for expert appraisal. Clinical consequences observed: no conservation measures and actions companies: the 60 ml syringe was only in contact with naci the 1 ml syringe contains drops of bortezomib.